Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an (B)(6), during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve was implanted too low and mild paravalvular leak (pvl) was noted. The patient was discharge mild pvl. Post tavr echo detected that the left ventricle had increased in size and volume. There were also 3 periprosthetic leaks seen, one of which was of moderate degree. Approximately two months post procedure, it was noticed that the pvl had increased, and the patient was treated with a valve in valve (vinv) procedure. On pod1, the patient was discharged, and there was no pvl was seen on echo after discharge. As per medical opinion, the root cause of the valve placement being too low may have been a fast inflation of the balloon seen in the first ccs of contrast.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak and malpositioned thv were unable to confirm due to the unavailability of procedural imagery/returned device. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. As reported, 'during the procedure, the valve was implanted too low and this caused a mild pvl, and at the patient's discharge the patient had mild pvl', and 'as per medical opinion, the root cause of the valve placement too low may have been a fast inflation of the balloon seen in the first ccs of contrast'. Per IFU, 'confirm placement of center marker within optimal initial center marker zone', 'begin initial deployment with a slow controlled inflation', and 'a slow controlled inflation during initial deployment may help with stability of the delivery system and thv'. In this case, the inflation may too fast during the initial deployment, so it may potentially lead to valve malposition (too low) during the valve deployment. As such, available information suggests that procedural factors (valve deployment technique) may have contributed to the complaint event. Due to the thv malpositioned (too low), the valve couldn't seal against the native annulus (target site) resulting in further paravalvular leak. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.